Event description:
It was reported that during an unknown procedure, the reload could not be fired at the first stroke when installed in the first ec60. Then removed and installed into the second ec60. Two-thirds of the staples were malformed after firing. The surgeon changed another reload to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 03/20/2012. Incorrect cartridge size. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Right lung. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Could not fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No. The analysis results showed that one reload was returned with no visual non-conformances. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the IFU. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.